Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid leak from an unknown origin. All components were removed and replaced. There were no patient complications.